Manufacturer narrative:
The safari2 guidewire is not expected to be returned for evaluation. Additionally the end user did not provide lot traceability. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The complaint narrative noted, "cts believed it to be an rv perf due to temp pacer which was challenging to get in place. Did take a lot of force to cross the valve with the le system, nosecone dove into lv but did not perforate the lv." As indicated in the device instructions for use (dfu) warnings section, "*when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. *never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have impacted on the event as reported. If additional information is received or the product is returned for analysis a follow-up medwatch report will be filed.

Event description:
The patient was undergoing a transcatheter aortic valve replacement procedure (tavr) event description: per cnf, it was reported that: patient experienced a perforation, either caused by the temp pacer or the safari. Cts believed it to be an right ventricle perforation due to temp pacer which was challenging to get in place. Did take a lot of force to cross the valve with the lotus edge system, nosecone dove into left ventricle but did not perforate the left ventricle. Patient outcome: successful. Complaint summary: it was reported that a perforation occurred. It was reported that one day post event "the patient had been extubated, was awake and alert doing well."